Manufacturer narrative:
Patient identifier-race: unk. Date of event: unk. Expiration date: unk, no serial number reported. Implant date: unk. Device manufacturing date: no serial numbers reported. Claim#: (B)(4).

Event description:
Residual astigmatism 2 months post-op on a patient with toric implantable collamer lens was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.